Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617- 2025- 00390, 9610617- 2025- 00391, 9610617- 2025- 00392, 9610617- 2025- 00394.

Manufacturer narrative:
Result of investigation: the customer's information "cloudy cracked" can be confirmed. The imaging is cloudy and blurred. The imaging impairment is caused by a broken rod lens, which may have been caused by mechanical impact damage to the shaft (dent). The system shows significant moisture residue inside, which may have been caused by a leak resulting from unauthorized repairs. The distal solder joint is also chemically corroded. The damage found may have been caused by clinical use or clinical reprocessing, as well as by unauthorized third-party repairs. The damage found is not attributable to a manufacturing/production defect. This event is filed under internal complaint ID (B)(4).